Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 2 years underwent a valve-in-valve procedure due to pannus. A CT revealed circumferential hypodensity along the valve located at the sub valvular level. Due to the location and the circumferential morphology, it was suggestive of pannus with no thrombus identified. The pannus resulted in central aortic insufficiency, peak/mean gradients of 81 and 44 mmhg respectively, and an aortic valve peak velocity elevated at 4.5 m/s as noted on echocardiogram. The patient was symptomatic with shortness of breath and heart failure. A 23mm sapien 3 ultra resilia valve was successfully implanted.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Based on the available information, the root cause of the event remains indeterminable. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.